Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that ear infection caused his blood glucose to go up so he stopped wearing his sensors and would like to get a replacement. Customer stated that he wanted to know if he could wear it and then use when he did turn it back on. Customer stated that they were experiencing frequent urination and was sluggish. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not wish to continue troubleshooting. Customer stated that auto mode or smart guard feature was active at time of high blood glucose event and was in auto mode prior to turning sensor off when he started going high. The insulin pump will not be returned for analysis.